Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump could not be primed. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2018 with the following findings: a review of the pump¿s black box showed evidence of a loss of prime loss of prime with zero force. During testing, the pump failed to detect the cartridge during load step. The force sensor calibration was found to be out of specification. The pump was opened and an intermittent short was found in the force flex.